Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: I was called to a traffic accident with a motorcyclist. When I arrived, the rtw eilenburg carried out the resuscitation of the motorcyclist. Therefore, io access was indicated. With the patient's relatively hard bone, the driver only managed a few turns to turn the needle into the bone. Finally, due to the malfunctioning of the driver, the successful installation of the access with the driver of the rtw eilenburg took place. The driver was stored in the yellow softcase, trigger guard on. The patient is deceased. Additional information provided: the patient had cranio-cerebral trauma, the delay or malfunction of the drill did not lead to the patient's death. The site of insertion was the right proximal tibia using a 25mm needle set. The delay was approximately 2-3 minutes.

Event description:
Issue reported: I was called to a traffic accident with a motorcyclist. When I arrived, the (B)(6) carried out the resuscitation of the motorcyclist. Therefore, io access was indicated. With the patient's relatively hard bone, the driver only managed a few turns to turn the needle into the bone. Finally, due to the malfunctioning of the driver, the successful installation of the access with the driver of the (B)(6) took place. The driver was stored in the yellow softcase ,trigger guard on. The patient is deceased. Additional information provided: the patient had cranio-cerebral trauma, the delay or malfunction of the drill did not lead to the patient's death. The site of insertion was the right proximal tibia using a 25mm needle set. The delay was approximately 2-3 minutes.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 6.94 secs insertion 2: 5.41 insertion 3: 5.88 other remarks: hard profile (105 lbs/ft3) insertion 1: 22.0 insertion 2: 33.0 insertion 3: n/a the unit failed the hard sawbone phase of testing with a complete stall on the second attempt at 33.0 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the hard sawbone phase of testing with a complete stall on the second attempt at 33.0 seconds. No further insertion testing was attempted. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 06/2012 and is approximately 5 years old. The complaint, "driver only managed a few turns in the bone" has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.